Event description:
Customer alleged that an i.v. Pole on the bed was raised into a light in a headwall unit. The lens in the light was knocked out and fell on the pt. The pt received a cut over their eye which required stitches.